Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise four days post implant resulting in storage of several untreated episodes in addition to an episode that resulted in delivery of an inappropriate shock. The noise was felt to be related to air entrapment in the device header. Noise was unable to be reproduced with pocket manipulations. Technical services (ts) discussed programming options until the air dissipates. Programming changes were made to the primary sensing vector. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.